Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic with concerns of infection due to drainage and redness around the pocket incision. The patient was given medication. The patient was in stable condition and will continue to be monitored.